Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 39 mg/dl. The customer declined to troubleshoot due to treating the low blood glucose reading with tablets and food. The product was not returned for analysis.